Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Upon interrogation, patient was in back-up mode and parameters were locked and unable to be changed. Device was put through a cu reset. Device remains implanted.